Manufacturer narrative:
Device was used for treatment, not diagnosis. Granhed, h.p. & pazooki, d. (2014). "A feasibility study of 60 consecutive patients operated for unstable thoracic cage." Journal of trauma management & outcomes 8 (20). This report is for an unknown matrixrib/unknown quantity/unknown lot. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after subsequent review of the following journal article, granhed, h.p. & pazooki, d. (2014). "A feasibility study of 60 consecutive patients operated for unstable thoracic cage." Journal of trauma management & outcomes 8 (20). A study was done at a (B)(6) hospital between (B)(6) 2010 and (B)(6) 2012 involving 60 patents with flail chest and multiple rib fractures resulting in unstable thoracic cage. The study included those who were sustained trauma related injuries. There 16 women and 44 men, 19-86 years of age with mean age of 57 years. The patients were implanted with the synthes matrixrib fixation system. One patient had 2 plates removed due to a deep infections seven months after primary surgery. One patient had a second surgery due to pulmonary leakage on post-operative day 5. A third patient had local tenderness due to a protruding plate. This report is 1 of 1 for (B)(4). This report is for an unknown synthe matrixrib fixation system. A copy of the of the journal article is being submitted with this medwatch.